Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from finland, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the valve deployment with +2cc volume, the balloon burst when +1cc was inflated. The valve was positioned as intended despite the burst. During the withdrawal of the system, the balloon was not able to be retrieved into the sheath. The patient did not suffer any vascular injury; however, surgical removal of the device was required. During the surgical removal, the commander delivery system was cut and the handle was removed (the smaller part of the burst balloon was removed here). Then, a surgical cut-down incision was performed to expose the common femoral artery. A 22fr non-edwards sheath was introduced over the remaining commander catheter and wire into the femo-iliac artery to the level of distal descending aorta. The burst balloon was partially pulled into the 22fr sheath and was then able to be removed from the vessel. The femoral access was then closed with a pericardial patch. The patient was noted as to be stable. As per the physician, the root cause of the burst could have been due to the previous mechanical mitral valve prosthesis as the annulus was more rigid in the short axis.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated, and revealed the following: a 26mm commander delivery system with the flex shaft cut; the distal part of the balloon shaft inserted through a non-edwards sheath; balloon that is torn/burst radially and longitudinally; balloon material folded outwards towards the nose tip; and the distal balloon wings flared out. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst with subsequent withdrawal difficulty requiring surgical intervention was confirmed based on the evaluation of the provided imagery. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as provided information indicated presence of calcification within the landing zone. In addition, it was reported that "the balloon had +2cc volume and it burst at the moment when +1cc volume was inflated." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint for difficulty withdrawing system through sheath was confirmed based on the evaluation of the provided imagery. Available information suggests that procedural factors (withdrawal of balloon burst) likely contributed to the event as burst balloon material was bunched towards the nose tip (similar to an umbrella shape). As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the sheath distal end and/or patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.